Event description:
An aneurx bifurcated stent graft and its components of unknown sizes were inserted into a pt for endovascular treatment of an abdominal aortic aneurysm on an unknown date. Vessel morphology and aneurysm size are unknown. No problems with the pt were noted post-operatively. It was reported that computerized tomography scans performed at 3-month, 6-month, and 9-month follow-ups indicated no leaks or migration. It was reported that the pt also came in for a 12-month follow-up and was fine. Thirteen months post-implant, the pt was admitted to the hospital with severe abdominal pain. It was reported that the first row of sutures at the proximal end of the stent graft came undone. The first stent ring stayed at the origial point of deployment, but the fabric and the rest of the stent graft migrated. It was reported that the device kinked and the aneurysm ruptured. The pt died on an unknown date. No autopsy or explant were perfomred.